Manufacturer narrative:
(B)(4). The sample was returned for evaluation. The customer also sent along an unopened representative sample from the same lot number. No issues were observed during the visual exam. Functional testing was also performed on both devices and no issues were encountered. The samples functioned as intended. Based on the investigation performed, the reported complaint could not be confirmed. There were no issues found with the actual or representative devices that were returned.

Event description:
Customer complaint alleges the staff was "unable to increase oxygen".usage of the device at the time of the reported event is unknown.there was no report of patient involvement.

Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device or a picture of the alleged defect was not provided at the time of this report. A device history record review shows that the device was assembled and inspected according to our specifications. Customer complaint cannot be confirmed based on the information received. It is necessary to have the device sample in order to perform a proper investigation. If the device sample becomes available at a later date, this report will be updated.

Event description:
Customer complaint alleges the staff was "unable to increase oxygen." Usage of the device at the time of the reported event is unknown. There was no report of patient involvement.